Manufacturer narrative:
The hill-rom technician found fluid behind the center arm assembly not allowing it to latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned the latching mechanism to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail was broken. The bed was located at the account in ICU. There was no patient/use injury reported. This report was filed in our complaint handling system as complaint # (B)(4).